Manufacturer narrative:
Result: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes were having erroneous result , no report of medical interventions or serious injury